Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. One unpackaged ar-9676 angle reamer drive shaft was received for investigation. Visual evaluation found wear signs on the part ar-9676 angle reamer drive shaft which can be attributed expected wear and tear from use. Functional evaluation with ar-9597-20, angled reamer sleeve, 20° found that ar-9676 angle reamer drive shaft doesn't get stuck with the matting part. -complaint is not confirmed. Refer to investigation photos #1-2.refer to investigation photos #1-2.

Event description:
On 11/04/2022, it was reported by a sales representative via (B)(4) that a ar-9676 shaft locks into place and does not spin. It binds up. This occurred during a case with no patient effect reported.